Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Initial qa inspection of the skin graft mesher revealed that there was damaged to the comb, roller, sideplates, handle, hinges and roller gear. The calibration test and cut test were unable to be performed due to the damaged comb. The device was returned with 4 cutters which all passed the cut test. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the comb, roller, sideplates, handle, hinges and roller gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the device had a damaged comb. While during the initial inspection it was noted that the device had a damaged comb, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the comb had bent ports. No adverse events have been reported as a result of the malfunction.